Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevated ldh, heart failure symptoms, and suspected thrombus from the (B)(6) 2019 admission could not be conclusively established through this evaluation. It should be noted that (B)(4) was later explanted on (B)(6) 2019 and thrombus was confirmed which was reported under MFR. Report #2916596-2019-01336. Although a duration of time for which the thrombus formation was present in the device could not be determined, it could have contributed to the elevated ldh that was reported on the current admission if it were present at that time. The account communicated that a cta was performed on (B)(6) 2019 that showed a widely patent left ventricular outflow graft with no kink or thrombosis. The incompletely imaged drive line was unremarkable with no inflammatory changes or fluid collection. The septal position did not change significantly with aggressive speed increase. The aortic valve continued to open with every beat though there was a subtle decrease in aortic valve leaflet excursion when comparing 9200rpm to 10800 rpm. The pump speed was increased to 9400rpm based on the ramp study. The patient was discharged on (B)(6) 2019. The hmii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines indications of pump thrombosis as well as how to respond to such events. This IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was recently admitted on (B)(6) 2019 with questionable pump thrombosis with worsening heart failure symptoms and was discharged on (B)(6) 2019. No further information was provided.